Event description:
The patient underwent a double coronary artery bypass procedure. The saphenous vein graft (svg) was anastomosed to the obtuse marginal (om) with a connector and the left interior mammary artery (lima) was anastomosed to the left anterior descending (lad) with suture. The svg was harvested endoscopically and the patient's antiplatelet regime included aspirin and plavix and was initiated one day postoperatively. Approximately four months posteroperatively, the patient was symptomatic and angiogram revealed 99% osteal stenosis of svg to the om and 99% stenosis of lima to the lad at the distal anastomosis. Percutaneous transluminal coronary angioplasty (ptca) and stent placement of the svg to the om and ptca of the left main osteal stenosis were performed and the connector remains implanted. No additional information was received, including the patient's present health status.